Event description:
Information was received indicating that a smiths medical device stopped and medication did not finish. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. Investigation, unable to duplicate customer's reported problem in that the pump "stopped and medication did not finish" issue during the investigation. According to the investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Visually inspected the pump's event history logs showed multiple "no disposable alarm messages after pump starting." Further investigation found sign of fluid ingressions on chassis of the downstream occlusion sensor. According to the investigation the device stopped, and medication did not finish" issue was caused by the fluid ingressions found on the pump chassis. The investigation recommended the pump downstream occlusion sensor be replaced. The problem source of the reported problem is user unknown.